Manufacturer narrative:
Report date: 08/06/2019. This complaint has been reassessed as reportable per quality plan (B)(4) after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
==================== 05-aug-2019 14:59:26 ==================== date of event: (B)(6) 2017. Date of report: 05aug2019. During the initial report, the customer was not requesting technical support or service, the customer just called in the reported issue as protocol however; the device was returned for failure investigation (fi) and the reported issue could not be duplicated. The data acquisition pcba was returned for failure investigation (fi) and no failures were duplicated during fi testing; therefore, no root cause could be determined for this report.

Event description:
Caller reporting that the unit had an error stating that the proximal pressure failed auto zero. There was no patient involvement at the time the issue was discovered.